Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose. Customer stated that the pump went into threshold suspend. Customer stated that also had a bad sensor alert, change sensor alert, and 2 calibration errors. Customer had gotten some low alarms in the day while driving and treated for the low. Customer treated without taking his blood glucose and it went up. Customer's sensor glucose was 370 mg/dl and his blood glucose was 163 mg/dl. Customer was advised to remove and change out the sensor. Customer will be sent a courtesy replacement sensor and will return the bad sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.